Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced with a competitor rv lead. The patient was fine throughout.

Manufacturer narrative:
Correction: h10 - manufacturing report 2938836-2020-08082 follow-up number 3 additional narrative should have been, ¿correction for per-2020-0087572 follow-up number 2: section g4 - date received by manufacturer should have been oct 02, 2020 rather than sep 14, 2020.¿

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion at 46.4 cm to 48.8 cm from the distal end breaching optim sheath, consistent with lead friction to the device can. The silicone tubing was intact at this location.

Manufacturer narrative:
Correction for (B)(4) follow-up number 1: section g4 - date received by manufacturer should have been oct 02, 2020 rather than sep 14, 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing lead impedance was observed on the right ventricular lead. The patient presented to the clinic for further assessment, and no noise was reproduced via isometrics. The patient was stable and will continue to be monitored.